Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. A root cause for the reported needle deploying early could not be determined.d4 - lot no changed from blank to pd1c03012141. D4 - expiration date changed from blank to 9/1/2022. D4 - unique identifier (UDI) # changed from (B)(4). (B)(4). H4 - device mfg date changed from blank to 3/1/2021.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number provided was incorrect.

Event description:
It was reported the needle deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.